Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5119497, UDI: (B)(4).

Event description:
It was reported that the patient's cervical leads were fractured. The patient underwent a lead replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted.

Event description:
It was reported that the patient's cervical leads were fractured. The patient underwent a lead replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. Additional information was received that the fractured lead was confirmed via imaging. The patient was doing well post operatively and the explanted device will not be returned.